Event description:
It was reported that lead integrity alert was triggered due to out of range impedance. Crosstalk was also observed. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - patient alert for lead failure predictor on (B)(6) -2011 03:00:07. Weekly pace lead impedance trend data shows varying impedance spike increases for max ventricular pace bi impedance=855 to 1406 ohms peak, between (B)(6) 2010 and (B)(6) 2011. Fifteen - ventricular nst (non-sustained tachycardia) <=190 ms average v-cycle on (B)(6) 2011 in the timeframe between 02:27:36 and 02:33:02. Ventricular short interval count v-sic=30.0 counts avg/day, in 1.17 days, between (B)(6) 2011 07:09:24 and (B)(6) 2011 11:11:25.